Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of peritonitis by a consumer. The cause of the peritonitis was unknown. The patient was hospitalized on (B)(6) 2012. The patient is recovering. The patient continued peritoneal dialysis therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd891333 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.